Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove needle guard event on (B)(6) 2025. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.